Manufacturer narrative:
1038671-2024-04993 multiple MDR reports were filed for this event, please see associated report: 1038671-2024-04993. This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation, investigation findings, investigation conclusions). The following sections were corrected: h6 (health effect - clinical code, component code). The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: concomitants: (B)(6). 02-012-60-1425 - tru stem ext 14mm x 25mm. (B)(6). 02-020-11-0225 - truliant ps cem fem ps cem left sz 2.5. (B)(6). 02-022-45-2525 - truliant tib fit tray cem sz 2.5f / 2.5t. (B)(6). 200-02-32 - three peg patella 32mm. (B)(6). 204-70-00 - tibial stem ext. Screw. Pending investigation.

Event description:
As reported via legal documentation the patient had a left knee replacement on (B)(6)2017. Approximately 5 years and 3 months after the initial procedure the patient had a left knee revision on (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2023. Diagnosis: failed left knee due to premature poly wear of the tibial polyethylene and loose femoral component findings: there was found to be a clean wound with clear synovial joint fluid. There was a moderate amount of polyethylene wear, which was visible with pitting of the tibial polyethylene. There was evidence of encapsulated polyethylene debris with a thickened synovium. A complete synovectomy was performed. There was found to be a loose femoral component from the cement mantle. There was mild osteolysis of the femur behind the cement mantle.